Manufacturer narrative:
The insulin pump alarmed button error alarm and no button response due to corroded keypad trace. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a button error. Customer's blood glucose was 116 mg/dl. The customer stated that she recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.